Manufacturer narrative:
Concomitant medical products: product ID: 8780, lot/serial#: (B)(4), implanted: (B)(6) 2014, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 24-sep-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider via a device manufacturer representative regarding a patient receiving baclofen (2000 mcg/ml at 481.1 mcg/day) via an implantable infusion pump. It was reported that during a normal pump replacement surgery the surgeon had to revise the pump connector piece. The caller reported the surgeon hooked everything up and tried to aspirate from the catheter and was only able to get back bubbles each of the three times he tried; they only got back about 0.2 ml. They opened up an 8780 and added back 27.9 cm.